Manufacturer narrative:
The malfunction of ournon-oseointegrated dental implant itself, but rather to insufficient intergration with the surrounding bone.this is influenced by factors like bone quality, load the patient's healing ability.

Event description:
Patient has lost an implant due to osseointegration failure.